Event description:
It was reported that there were concerns the pacemaker was experiencing premature battery depletion. Battery diagnostic data indicates the power consumption of this device has been steadily increasing, and the power consumption is expected to continue to increase. A boston scientific technical (ts) consultant informed the health care professional (hcp) of the results and recommended another review of the device in three months. Device remains in service. No adverse patient effects were reported.

Event description:
It was reported that there were concerns the pacemaker was experiencing premature battery depletion. Battery diagnostic data indicates the power consumption of this device has been steadily increasing, and the power consumption is expected to continue to increase. A boston scientific technical (ts) consultant informed the health care professional (hcp) of the results and recommended another review of the device in three months. Device remains in service. No adverse patient effects were reported. Additional information indicates the device has been explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns the pacemaker was experiencing premature battery depletion. Battery diagnostic data indicates the power consumption of this device has been steadily increasing, and the power consumption is expected to continue to increase. A boston scientific technical (ts) consultant informed the health care professional (hcp) of the results and recommended another review of the device in three months. Device remains in service. No adverse patient effects were reported. Additional information indicates the device has been explanted and replaced. No additional adverse patient effects were reported. The device has been returned and analyzed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alert code (1003) was recorded. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.